Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and buttons had to be pressed harder to respond. Customer's blood glucose level was unknown. Customer also stated that the insulin pump rejected new batteries over 10 times and had unexplained no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the spec. No failed battery test alarm were noted. Device passed basic occlusion test unable to prime at 2.5 lbs during prime/a33 test due to faulty force sensor resistor .unable to verify motor error or no delivery/occlusion alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside device and passed. (B)(4).